Manufacturer narrative:
E1: patient city - (B)(6) patient country - united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient went to emergency room on (B)(6) 2025 due to high blood glucose event. Patient experienced symptoms like confusion. The blood glucose level was 698 mg/dl at the time of event and the patient got treated with intravenous insulin drip. The patient was released from the hospital on (B)(6) 2025. No further information available.